Event description:
The user facility reported after zero balancing without any difficulty, the transducer connector of the catheter was removed from the pre-amp connector of the pac-1 cable. When the user attempted to insert the catheter into the patient, blood adhered on the metal pins of the transducer connector of the catheter. The user re-connected the catheter and the pac-1 cable, the icp was not displayed on the screen. The product was in use with a patient, no injury was reported. Intervention was required to replace the unit.